Manufacturer narrative:
One medfusion pump was received with the right plunger case cracked. The event history log was reviewed and there was a force sensor test error. Start-up was conducted and the reported issue was able to be duplicated. The force sensor cable was damaged. The issue was user induced as the user might have damaged the force sensor cable during disassembly or reassembly of the pump. The force sensor was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor test failure. There was no patient affected.